Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4). (B)(4). (B)(4).

Event description:
Adverse event(s): "patient came to the hospital with complaints" (vision, impaired). Product problem(s): "lens was opacified" (material opacification [iol (intraocular lens) implant]). A surgeon reported that ten years following intraocular lens (iol) implant surgery by another surgeon, the patient presented to the hospital with complaints. The iol was found to be opacified and was replaced with another lens. It was reported that there are no problems with the patient now. In a follow-up, it was verified that the iol was replaced with the same model and power iol.